Event description:
The customer reported "collimator cones down on its own."

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA (B)(4) 2011.